Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the doctor suspected the catheter was fractured while intraperitoneal, a CT scan confirmed the fracture on (B)(6) 2015. Before the CT, an x-ray showed there is some part of the catheter which could not be identified. The x-ray was used to check the current status of the catheter as the doctor wanted to remove the catheter post unspecified laboratory data showed an increase. The catheter was implanted (B)(6) 2014. The issue was noticed during procedure. The current condition of the patient is stable. There was no patient injury.

Manufacturer narrative:
There was no lot number provided, therefore it is not possible to perform a device history record (DHR) review. The product sample was received within a generic plastic bag. It consisted of one quinton tenckhoff peritoneal catheter, 2 cuff, 41 cm. The catheter was received cut in 3 parts and presented signs of use. In the plastic bag, the customer marked the point where the doctor cut the catheter to remove the product and the point of the catheter¿s fracture. After visual inspection, a crack/fracture was identified on both sides of a catheter partition. A clean cut was distinguished on a second partition; more likely done with a sharp object. Additionally, two x-ray images were provided by the customer. A pd catheter can be observed inside a patient, however it is difficult to determine any defect based on the images provided. According to the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, and cuts which could impair its performance. It must be noted that the customer did not find any defect prior to use, but rather the fracture/crack was identified during the medical procedure, after approximately one month of functioning. Therefore, based on the sample evaluation it can be concluded that this catheter was more likely damaged during use. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/28/2015. An investigation is currently underway. Upon completion, the results will be forwarded.